Manufacturer narrative:
The customer's reported complaint of autopulse displayed user advisory (ua) 45 (driveshaft not at "home" position after power-on/restart) error message was confirmed during initial functional testing and archive data review. To remedy the issue, the encoder gearbox was replaced. Visual inspection was performed and found cracked front enclosure, damaged belt clip retainer and encoder drive shaft does not rotate smoothly, exhibits binding and resistance, unrelated to the reported complaint. Front enclosure and belt clip retainer was replaced, and the sticky clutch plate was deburred to address the issue. The autopulse platform is a reusable device and was manufactured in 2008 and has exceeded its expected service life of 5 years. Therefore, this type of physical damage found during visual inspection is characteristic of normal wear and tear for the life of the device. During functional testing, user advisory (ua) 45 (driveshaft not at "home" position after power-on/restart) displayed upon powered on the device, thus confirming the reported complaint. Review of the archive data indicated error messages (ua) 45 on the customer reported event date. Following the repair, the platform was further tested for 15 minutes with large resuscitation testing fixture, (lrtf) equivalent to the 250-pound patient and passed all functional testing criteria and met all required specifications. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for the autopulse with serial number (B)(4).

Event description:
During the device test, the autopulse platform was jammed with rolling-in lifeband. The crew cut off the lifeband and replaced with the new one. After that, the platform displayed user advisory (ua) 45 (driveshaft not at "home" position after power-on/restart) error message, and could not be cleared. No patient involvement.